Manufacturer narrative:
(B)(6). A follow-up report will be submitted upon completion of the investigation. .

Event description:
Customer reported that the display is dark and the image is not visible. The customer reported there was no patient involvement.

Manufacturer narrative:
Date of report: 24sep2018. Added UDI (international UDI (B)(4)). Date received by MFR: 07jun2018. The lcd assembly was returned to failure investigator (fi) lab for evaluation. Operational testing was performed and the ventilator powered up and delivered breaths, however, the display intensity still remained dim with brightness control completely adjusted to the highest level. During debugging, found fluorescent lamp was burn out, due to damage to the backlight. No further testing required.